Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device product ID neu_unknown serial# unknown: product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2025- product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2025. It was reported that there was an external disconnection; external wire came unplugged. The cause of the issue was unknown. There was also a communication issue between the controller and ens; they were unable to communicate/connect to controller. There was no communication/can't communicate. Troubleshooting was performed. The agent asked the patient to check if their ens was switched to on, but they cannot determine it since it was taped on their back and no one else was to help them check it. The cause of the issue was unknown. The patient called in to report a tingling sensation on their spine, which began early this morning. They stated that they had not been tracking their data due to being in a very uncomfortable position. The patient also mentioned that on sunday, (B)(6), the tape on their incision site came off. They attempted to tape it back on, but it came off again, causing everything to fall off, including the lead wires. The agent assisted the patient in checking if their therapy was still on; however, they received a message "unable to communicate with the device" despite multiple retry attempts. The agent advised the patient to contact their doctor for further assistance and made their manufacturing representative (rep) aware of the situation. It was unknown whether the issue was resolved.